Manufacturer narrative:
The initial MDR 1226181-2015-00533 was filed on september 18, 2015.additional information (09/29/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that the cause of the discordant negative hcg result on one patient sample was consistent with a sample integrity issue. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality controls and calibrations were acceptable at the time of discordant result. A siemens headquarters support center (hsc) specialist reviewed the sample data and indicated that the issue is consistent with the sample integrity. The cause of the discordant, false negative hcg result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample upon repeat testing on a dimension exl with lm instrument. The sample was initially run and no result was obtained. The discordant result was reported to the physician(s), who questioned it. The physician(s) obtained a new draw from the patient and ran it three times on an unknown platform, resulting higher for one repeat and did not obtain any result for the other two repeats. The customer repeated the original sample twice on the same instrument, obtaining no result for one repeat and resulting higher for the other repeat. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.